Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the solenoid valve lv8 was the cause of the leak. The valve was replaced and the instrument ran without leaks. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a probe inside a coulter act diff 16 analyzer. The leak was not contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.